Manufacturer narrative:
E3-occupation is patient/consumer the meter and test strips were requested for investigation. The product has not been returned. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The customer complained of discrepant inr results with coaguchek vantus meter serial number (B)(4) compared to a laboratory using the dade innovin reagent. At 4:30 pm, the result from the laboratory was 2.4 inr. At 8:30 pm, the meter result was 3.4 inr. The repeat result from the meter within a few minutes was 3.4 inr. Customer's therapeutic range is 2.5-3.5 inr. The customer tests on a weekly basis.